Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance/incorrect anatomy. Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood and saline in the lumen of the shaft, which is consistent with the device being advanced into the anatomy. As reported, the stent implant was partially deployed and was still between the markers. There was no damage noted to the stent implant. The distal sheath was retracted. There was a kink in the shaft at the distal end of the strain relief tubing. There was a kink in the shaft distal to the strain relief tubing. There were small equally spaced kinks in the shaft distal to the strain relief tubing for a length of 14.9 cm. There was no other damage noted to the sess. The handle lock was in the unlocked position. During functional testing, the thumbwheel was rotated and the sheath retracted with no resistance noted and the stent implant was fully deployed. After opening the handle the rack was observed to be fully retracted in the proximal position. There was no damage noted to the internal mechanisms. Failure to deploy and/or difficulty rotating the thumbwheel can be a result of, but not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). Although the difficulty was not confirmed during functional testing of the returned absolute .035, it may be possible that the kinks and chatter marks noted in the shaft may have contributed to the reported difficulty while in the anatomy. Potential factors that can contribute shaft kink (s) include, but are not limited to, manufacturing, insufficient support during prep, patient anatomy, lesion tortuosity, or insufficient support during use. Chatter marks may possibly be the result of advancing contralateral over the superficial femoral artery (sfa) or applying a pulling force to the shaft. Reportedly, hard force was applied against the resistance, it should be noted that the product instruction for use (IFU) states: should unusual resistance be felt at any time, including resistance unlocking the handle or thumbwheel rotation, during either stricture access or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment and partial stent deployment or deployment in an unintended location. Additionally, the absolute .035 was being used to treat the sfa, it should be noted that the indications for use as listed in the IFU states: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it can not be determined if the off-label use contributed to the reported deployment difficulties. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there is no indication of a lot specific product deficiency. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Overall, a conclusive cause for the reported deployment difficulties including difficulty rotating the thumbwheel could not be determined. However, there is no indication to suggest a product quality deficiency. All self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the manufacturing process.

Event description:
It was reported that during a procedure of the left superficial femoral artery, the absolute stent delivery system (sds) was positioned across the target lesion; the handle was unlocked but the thumbwheel would not turn and the stent could not be deployed. There was no reported adverse patient effect. The device was removed without incident and a second absolute sds was attempted in the procedure; however, during attempted deployment the thumbwheel met resistance and the physician pushed hard against the resistance but could not get the stent to deploy. It was noted that the sheath was slightly retracted and the stent uncovered/deployed but was removed without incident. A third non-abbott stent was used in the procedure. There was no reported patient effect. Though requested, no additional information was provided.